Event description:
It was reported that when using the bd pyxis¿ es server, experienced an issue where all users were unable to log in and everyone received an error message ¿unable to authenticate¿. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all users had been unable to sign in to the server. A technical support specialist (tss) dialed into the server to validate the issue where all users were unable to sign in. The certificate had been replaced, but the binding was not completed. Tss finished the binding steps following the attached knowledge article "how to install server certificates" and tested login to the es weblink. The customer confirmed all were able to log in. The system functioned as intended after the technical support specialist troubleshot the device.